Event description:
PICC catheter was removed from the packaging and inspected before attempting to place the line and the catheter appeared to be frayed/cut at the end. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, first PICC¿ s/l peripherally inserted central catheter basic kit (per site reporter) sales rep at owens and minor has been contacted and will file a complaint with argon.